Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The event of visibility/palpability could not be observed as it is a physiological complication.

Event description:
Healthcare professional reported left side rupture, pain, and hardening of the breast. The device has been explanted.

Event description:
Physician reported left side rupture, pain, and hardening of the breast. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.